Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended.

Event description:
Customer reported the system would intermittently display a black image and the technique would go to black. No pt injury was reported.